Event description:
It was reported that the patient experienced pain in their chest six hours after their implant procedure. Radiography examine determined the left ventricular (lv) lead had dislodged. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).